Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparotomy procedure, the device had no seal. There was no regrasp alert, with no evidence of energy delivery despite end tones being heard after approximately 2 good seals on below 7 mm thickness of tissue. The jaws were cleaned each time after use or when eschar formation was present. Another device was reported to have been used successfully with the same generator. Patient had minimal bleeding. There was no patient injury.